Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe exposure switch was evaluated and a sticky substance was found impacting the functionality of the switch. The switch was cleaned and the system was returned to normal use. The customer reported 5 additional seconds of unintended fluoroscopic x-ray exposure to the patient. A supplemental report will be submitted at the conclusion of the investigation which was opened related to the events surrounding this complaint.

Event description:
The customer reported that fluoroscopic x-ray stays on after releasing the mainframe exposure switch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A root cause investigation was completed related to the event. It was determined that an accidental radiation occurrence could not be confirmed or refuted. The root cause of the sticking switch was determined to be contamination. The exposure switch was cleaned and the contamination was removed. The customer was instructed by the field service engineer to adhere to the oec 8800 operators guide requirements for use of cleaning agents in regards to maintaining the cleanliness device. No further actions are planned by the manufacturer at this time.